Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was not used during surgery for unknown issues. More information was requested, but not yet received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.